Event description:
It was reported that during inspection by getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test and there was a problem with the solenoid valve. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d5, d9, e1 (initial reporter, event site email), e2, e3, e4, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: e1 (event site city, event site address). Fse replaced the drive manifold to resolve the issue. Fse also replaced 2 lithium-ion batteries, safety disk, tidal disk, battery for alarm daughter board, o-ring and pm screw kit replacement as a regular inspection, not replaced due to a malfunction. Overall inspection results are good. Performed installation of drive manifold as per service manual. Completed pm including all functional and safety tests as per manufacturer specifications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported by customer during inspection that cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. No patient involvement and no harm reported.